Manufacturer narrative:
Patient experienced a backed-out driver lead after a routine battery replacement. This will require a follow-up surgery to remedy the situation. MFR records were reviewed. No issues were identified in the MFR records.

Event description:
Envoy medical corp. (Emc) was notified on (B)(6) 2022 of a patient experiencing what appears to be sound intermittency ("on/off"). Gentle physical manipulation around the implant site seems to affect the intermittency. On (B)(6)2022 emc received confirmation of a backed-out transduer lead, driver. Confirmation was made via lateral skull film. The resulting film appears to show a backed-out lead. The patient's last procedure was a battery change occuring (B)(6)2022. Patient/clinical history with emc: 110714 111-0073(a0) wi-st implant, 110907 111-0073(a0) wi-st activation, 110929 111-0073(a0) wi-st fitting, 111025 111-0073(a0) wi-st explant, 120315 111-0073(c0) wi-st implant, 120430 111-0073(c0) wi-st activation, 120606 111-0073(c0) wi-st fitting, 130130 111-0073 wi-st fitting, 131218 111-0073 wi_st fitting, 140814 111-0073 wi-st fitting, 170614 111-0073 wi-st battery change, 170614 111-0073 wi-st post battery change fitting and audiogram, 220204 111-0073 wi-st battery change, 220204 111-0073 wi-st post battery change fitting,and 220215 111-0073 wist intermittency complaint.